Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Territory 134 reports the acetabular grater broke 55mm. The device associated with this report was not returned. The lot number that determines the age of the device was not provided. Unsuccessful atempts were made to try to obtain what part of the instrument broke. With no instrument returned and no more information, no root cause can be determined for this specific instrument. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Complaints will be monitored under post market surveillance sep 419. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Acetabular grater broke 55mm. Was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Patient status/ outcome / consequences: no.